Event description:
It was reported during advancement of this .018 guidewire, while obtaining percutaneous access for placement of a peripherally inserted central catheter, the proximal end of the guidewire was mistakenly advanced into the pt, resulting in a slight dissection of the basilic vein. No treatment was required. Another guidewire was used to successfully gain percutaneous access from another vessel and the peripherally inserted central catheter was successfully placed. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co believes user technique contributed to this event. However, co cannot determine the exact cause for this event.